Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was inserted into the abdomen. While removing the drain on (B)(6) 2013, the drain broke leaving a piece in the abdomen. The patient was returned to the operating room and the fragment was removed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.